Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they have completed their treatment and the problem area that was to be treated is still not treated. Their upper left front teeth are still not straight and one tooth is still behind their front teeth and does not align. Their one front tooth is still slanted and hits their bottom front left tooth. This happens when they close their mouth or when they chew. This is a contraindicated patient due to having crowns.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.